Manufacturer narrative:
Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system with the hospital biomed remotely and confirmed the reported issue. The flow sensor was replaced to resolve the reported issue.

Event description:
The hospital reported the unit had an error that results in a loss of mechanical ventilation. The unit was replaced and case resumed. There was no report of patient injury.